Event description:
A customer has a problem with the kendall mahurkar dialysis catheter. The customer alleged "the guide wire and q-plus catheter became joined and had to be removed from the famoral vein as one unit. No pt injury noted."